Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a dead battery. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue. To fix the issue, the fse replaced the batteries (they were due for replacement in march 2020), and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a dead battery. It is unknown under which circumstances this event occurred and there was a patient involved however; no adverse event was reported..